Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in pace impedances shortly after implant on the right ventricular (rv) lead. At implant, impedances were 1125 ohms, but a few days later, values were greater than 2500 ohms. The lead was suspected to have caused a small perforation, but that was not confirmed. The lead was successfully repositioned and both products remain in service. No additional adverse patient effects were reported.